Event description:
Breakage of the head of the screw during surgery.

Event description:
On (B)(6) 2015 the retrieved head of the screw have been analyzed by r and d project manager with the following outcomes: from a visual inspection of the screw removed from the joint after the surgery, it has been noted that the screw broke at the beginning of the threaded part. As described in the event description the remaining part of the screw was left in the tibia tray. The x-rays shows that any part of the screw exceed the upper level of the tibia tray. It means that the screw was completely screwed. We can suppose that the breakages was due to excessive torque applied during fixation. Reference MFR # 3005180920-2015-00132.